Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (204 service code, can connection) has been confirmed. Upon investigation the electrode belt latch does not engage and stay secure with the monitor. This failure was due to both latches broken on the trunk cable. The root cause for the damaged latches could not be positively identified. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that a patient was receiving can connection and a service code 204 (belt/monitor unusable).